Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. The reported plunger retraction issue could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported as a venotomy closure of the right common femoral vein with a prostyle device via an 8f sheath after a cardiac ablation procedure. Reportedly, the plunger became stuck during retraction. The plunger was then pulled back with more force and eventually came out; however, the suture was not attached. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.